Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screws (part numbers unknown) were released from the rib after surgery. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by review of a photograph of an x-ray. The overall quality of the photo is poor and the angle of the x-rays makes it difficult to visualize the implants. There appears to be two screws on the 4th rib medially that have pulled through the bone as they still appear to be locked into the plate. Device history record (DHR) review was unable to be performed as the part number and lot number of the devices involved in the event are unknown. There are no indications of manufacturing defects. Potential causes for the screws pulling through is the screws were not long enough to achieve bi-cortical fixation; and/or the surgeon attempted to plate across a bony gap. Functional testing and inspections could not be performed due to the product not being returned. For these reasons, the most likely underlying cause cannot be determined. The instructions for use (IFU) for this product has the following regarding possible adverse effects: migration, bending, fracture or loosening of the implant. Warnings: plate position shall not extend across both costal margins. (When plating the sternum, long straight plates should be placed vertically.) Bone screws: excessive torque can cause the screw to fracture. Select the appropriate screw length for that location of the plate. Screw length is chosen by adding, at the most, 2mm to the full thickness of the selected bony region. Please refer to the chart below for a summary of suggested screw lengths to use based on measured bone depth. (Note: if using the sternalock® blu screw sizer to measure bone depth, the 2mm maximum length has already been added to the screw length marking on the sizer. Evaluate the size of screw to use accordingly, as appropriate for the patient.) With the plate in position, place the selected screw by turning clockwise to insert the screw. Be sure to keep the screw as perpendicular as possible to the plate to ensure proper fixation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.